Event description:
It was reported that the patient underwent initial left total hip arthroplasty that was subsequently revised approximately eleven (11) years later due to recurrent anterior dislocations. The patient did well until six (6) years later when she bent over and dislocated posteriorly, which was reduced in the emergency room. After recurrent dislocations following, the patient underwent a second head and liner exchange approximately seven (7) years after revision. The cup and stem were stable and left intact. A new head and constrained liner were placed without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Associated concomitant products: item reference: 00630505036, item name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, item lot: 63165572. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were provided and reviewed from an health care professional: significant past medical history: scoliosis, osteoarthritis, emphysema, hypothyroid, cataracts, rheumatoid arthritis, carpal tunnel, bilateral foot surgery. Radiographs were provided and reviewed from an radiologist. Single ap film of the pelvis and three views of the left hip all demonstrate a left total hip arthroplasty with screw fixation of the acetabular cup. Acetabular cup appears to be shallow small in size when compared to the femoral head. No radiolucency. No bony fracture seen. Well corticated ossific densities are present along the greater trochanter, nonspecific but new in the interval. Left total hip arthroplasty with undersized acetabular cup as compared to the femoral head. Interval development of multiple well corticated ossific densities along the left greater trochanter could interval prior trauma. Overall, acetabular size is small but compared to the femoral head with partial uncovering. Inclination angle of the left hip: 42° on the first set of images and 45° on the second set of images cup angle is appropriate. Sizing of the cup with respect to the femoral head does not appear to be congruent. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.